Event description:
It was reported that patient blood glucose levels reached above 250 mg/dl while wearing the device.

Manufacturer narrative:
The unexposed portion of the soft cannula was found to be torn and leaking 0.18 inches from the nail head causing corrosion and insufficient batteries. The internally torn soft cannula is confirmed as the cause of the reported event. The top housing was found to be cracked. The timing and cause of this damage could not be determined.